Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a detached sensor wire. The sensor was inserted into abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the allegation and a root cause could not be determined.